Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer¿s mother reported the tampon string was not available upon removal leaving the tampon inside. The daughter was able to manually remove the tampon and had to seek medical attention for a yeast infection.